Event description:
It was reported the catheter was leaking after 3 weeks in the patient. The leak is "3 cm from the hub where the kink is". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one endurance catheter for investigation. Signs of use in the form of biological material was observed on the catheter body. Visual examination revealed the catheter contained a hole adjacent to the juncture hub. The material at the kink was flared outwards and folded over. This type of damage is consistent with a kink in the catheter body leading to a tear. The catheter tip showed evidence of use but no damage or anomalies. The hole in the catheter measured 23mm from the juncture hub. The catheter body length measured 85mm which equals the nominal value in the ext dwell cath assembly graphic. The catheter body outer diameter measured .041" which is within the specification limits of .041"-.045" per the catheter body graphic. Functional inspection was performed per the product IFU. The IFU states: "check for patency: attach a 10 ml syringe filled with normal saline for injection. Flush catheter gently. Check for brisk free-flowing blood return. Vigorously flush catheter" the endurance catheter was connected to a lab inventory water filled syringe. When the catheter was flushed, it leaked from a hole in the catheter body. A failure investigation report (fir) was performed by the manufacturing site for this failure mode and it was determined that there are no steps within the manufacturing process that could create the defect observed with the returned sample (prior to the leak test). The catheters are 100% leak tested during internal quality control indicating that the kink/tear likely occurred after the product had been released. The customer did not provide a lot number; however, a potential lot was determined based on a sales history review for this customer. A device history record review was performed based on the potential lot number from sales history. No relevant findings were identified. The IFU provided with this kit cautions the user, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The IFU also cautions, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The reported complaint that the endurance catheter was cut/torn was confirmed through complaint investigation. The damage observed was consistent with the device being kinked at the insertion site, which caused a weakening in the material extrusion. The sample passed all relevant dimensional inspection. Additionally, a failure investigation report performed by the manufacturing facility noted that the catheters are 100% leak tested before release and concluded the defect was unlikely to result from any manufacturing steps. Based on these circumstances and the customer report that the defect occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was leaking after 3 weeks in the patient. The leak is "3 cm from the hub where the kink is". No patient harm reported. The patient's condition is reported as fine.